Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:n4h1592y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sigtrsb60amt 60 mm med thk reinforced rel, there were firing issues with the reload component of the powered stapler, specifically the signia with an xl adapter. The instrument did not fire despite the surgeon being able to press the green safety button and squeeze the handle, which did not run idle or exhibit floppiness. To resolve the issue, the surgical team performed a resection and re-stapling. The product was replaced by a medtronic product.